Event description:
One (1) pt, (B)(4) experienced swelling and irritation after using (B)(4) disinfecting lens care solution. The root cause was from inserting contact lenses into his eyes that had been soaking in un-neutralized (B)(4) disinfecting lens care solution. Pt did not authorize disclosure of medical records and no longer has the product sample or info.

Manufacturer narrative:
Pt did not use the barrel lense case packaged with the product, which contains a solution neutralizing disc, as described in the product directions. Pt used his own barrel lens case.